Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, analysis of the returned sheath found the stopcock to be cracked, allowing air ingression through the flush port. The complaint allegation was confirmed through cis analysis. Additionally, it was revealed that the external hemostatic valve was torn by its center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is also capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Correction to the follow-up 1 MDR in block(s) brand name (d1) and common device name (d2a), in section d - suspect medical device.

Event description:
It was reported that the faradrive steerable sheath clear was selected for an ablation procedure. During the first insertion of the farawave catheter, air ingress was observed at the flush port. Air was also noted in the sheath upon removing the dilator and it remained even after aspiration. No external leaks were seen. At the time both the farawave and boston scientific starter wire were in the patient's body. The issue occurred as air was continuously drawn from the flush port during initial insertion, leading to the decision to replace the sheath. The procedure was completed successfully by using a different device with the same model. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that no abnormalities were noted during the preparation. The sheath had contained a starter guidewire and a farawave catheter at the time air was observed. Irrigation was performed using a terumo pump at a flow rate of 100ml per hour. Catheter end the positioned of the guidewire when the farawave was inserted into the sheath no air was seen in patient.

Event description:
It was reported that the faradrive steerable sheath clear was selected for an ablation procedure. During the first insertion of the farawave catheter, air ingress was observed at the flush port. Air was also noted in the sheath upon removing the dilator and it remained even after aspiration. No external leaks were seen. At the time both the farawave and boston scientific starter wire were in the patients body. The issue occurred as air was continuously drawn from the flush port during initial insertion, leading to the decision to replace the sheath. The procedure was completed successfully by using a different device with the same model. No patient complication was reported. The device was received for analysis and investigation is still in progress.

Event description:
It was reported that the faradrive steerable sheath clear was selected for an ablation procedure. During the first insertion of the farawave catheter, air ingress was observed at the flush port. Air was also noted in the sheath upon removing the dilator and it remained even after aspiration. No external leaks were seen. At the time both the farawave and boston scientific starter wire were in the patient's body. The issue occurred as air was continuously drawn from the flush port during initial insertion, leading to the decision to replace the sheath. The procedure was completed successfully by using a different device with the same model. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that no abnormalities were noted during the preparation. The sheath had contained a starter guidewire and a farawave catheter at the time air was observed. Irrigation was performed using a terumo pump at a flow rate of 100ml per hour. Catheter end the positioned of the guidewire when the farawave was inserted into the sheath no air was seen in patient.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.